Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited infection with sepsis and erosion. Hematoma was also observed. A revision was performed and the crt-d along with the right ventricular (rv), right atrial (ra) and left ventricular (lv) leads were explanted. There were no adverse patient effects reported.